Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when withdrawing the needles, there was no suture attached indicating a cuff miss occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.